Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged particles in tubing/chamber, nasal/throat irritation or soreness. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal, throat irritation, soreness, particles in tubing, mask, water chamber, odor an issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown dust contaminant on the ui panel, bottom enclosure, and blower and did not observe an odor during therapy or investigation. Evidence of sound abatement foam degradation/breakdown was not observed from internal investigation. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the no presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed in the base unit, confirmed the presence of dust contaminant and unable to address the patient's symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.